Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the control board and 51 conductor flex cable were returned. During root cause evaluation, the technician observed physical damage on the control board consistent with mishandling. Root cause could not be firmly established due to the observed damage. A replacement control board was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.